Event description:
The event didn't occurred in territory of USA. Description of notification: on a personal note, I have conducted internal tests with units from the batch corresponding to ref.: (B)(4), activating a total of (B)(4) lancets, and I have observed two instances of accidental needlestick injuries after their use. During the handling of these units, I noticed that the needles of both had retracted into the casing due to movement, which suggests a possible deficiency in the needle retraction mechanism in some units from those specific batches. In this context, my main concern lies in determining whether any recent modifications have been introduced in the production process or in the materials used in the manufacture of the type (B)(4) lancets. The nature of these incidents, especially the risk of exposure to potentially contaminated material for healthcare professionals, demands immediate attention and the implementation of measures to ensure the quality and safety of our products. I thank you in advance for your diligence in addressing this important matter and look forward to your response regarding the actions that will be taken for the investigation and resolution of this situation. In relation to ref.: (B)(4), a customer has reported a particularly serious incident in which two healthcare professionals suffered accidental needlestick injuries after using lancets belonging to this batch. E2e344j9 and e2e265m1. Htl-strefa s.a. Made an attempt to obtain additional information about health professional who suffered accidental needle stick after using lancets. We are waiting for an answer. On 2025-05-20 additional information has been received: I'm pleased to inform you that, fortunately, no adverse health consequences have been reported in relation to the accidental needle stick incidents. Following the hospital's internal protocol, the affected nurses underwent relevant tests, and the results were negative. On (B)(6) 2025 sample under complaint has been returned to htl-strefa s.a. For further evaluation. No sample for lot e2e344j9 was returned.

Manufacturer narrative:
The event didn't occurred in territory of USA. In the submitted notification it has been reported accidental stick injury of a two health care professionals by used needle. As per additional information no health consequences occurred due to needle stick. The reported incidents were not confirmed in the internal evaluation of archival and returned sample. Device history records (DHR) review, no records confirming the claimed defect were found. The issued lot numbers had complained about the first time. Product marketed in EU and under incident is not distributed in us however it is considered as similar device (in terms intended use, design, manufacturing process and characteristic) to the device cleared in the us - dropsafe medisafe solo safety lancet (k220643). We are aware that, the accidental injury might have led or might lead to the accidental blood exposure (abe). It is defined as an accident associated with exposure to blood, bloody fluids or other fluids, and might have caused or might cause serious infection in the injured third party. Due to fact that the event could potentially cause harm we conclude this event should being reported. Htl-strefa manufactured similar product which is registered in us - dropsafe medisafe solo safety lancet. Based on above, the final recommendation of health hazard evaluation team is: to report the event in USA. MDR number 9613304-2025-00009 was sent to FDA. MDR follow up will be submitted.

Manufacturer narrative:
The event didn't occurred in territory of USA. In the submitted notification it has been reported accidental stick injury of a two health care professionals by used needle. As per additional information no health consequences occurred due to needle stick. The reported incidents were not confirmed in the internal evaluation of archival sample. Device history records (DHR) review, no records confirming the claimed defect were found. The issued lot numbers were complained for the first time. Product marketed in EU and under incident is not distributed in us however it is considered as similar device (in terms intended use, design, manufacturing process and characteristic) to the device cleared in the us - dropsafe medisafe solo safety lancet (B)(4). We are aware that, the accidental injury might have led or might lead to the accidental blood exposure (abe). It is defined as an accident associated with exposure to blood, bloody fluids or other fluids, and might have caused or might cause serious infection in the injured third party. Due to fact that the event could potentially cause harm we conclude this event should being reported. Htl-strefa manufactured similar product which is registered in us - dropsafe medisafe solo safety lancet. Based on above, the final recommendation of hhe team is: to report the event in USA.

Event description:
The event didn't occurred in territory of USA. Description of notification: on a personal note, I have conducted internal tests with units from the batch corresponding to ref.: (B)(4), activating a total of 1200 lancets, and I have observed two instances of accidental needlestick injuries after their use. During the handling of these units, I noticed that the needles of both had retracted into the casing due to movement, which suggests a possible deficiency in the needle retraction mechanism in some units from those specific batches. In this context, my main concern lies in determining whether any recent modifications have been introduced in the production process or in the materials used in the manufacture of the type 520 lancets. The nature of these incidents, especially the risk of exposure to potentially contaminated material for healthcare professionals, demands immediate attention and the implementation of measures to ensure the quality and safety of our products. I thank you in advance for your diligence in addressing this important matter and look forward to your response regarding the actions that will be taken for the investigation and resolution of this situation. In relation to ref.: (B)(4), a customer has reported a particularly serious incident in which two healthcare professionals suffered accidental needlestick injuries after using lancets belonging to this batch. Htl-(B)(6). Made an attempt to obtain additional information about health professional who suffered accidental needle stick after using lancets. We are waiting for an answer. On 2025-05-20 additional information has been received: I'm pleased to inform you that, fortunately, no adverse health consequences have been reported in relation to the accidental needle stick incidents. Following the hospital's internal protocol, the affected nurses underwent relevant tests, and the results were negative. Sample under complaint has been not returned to htl-(B)(6). For further evaluation.